Event description:
Patient was found unresponsive in chair by family. Family alerted staff who immediately moved the patient to bed and initiated resuscitation. Patient was transferred to intensive care unit and expired seven (7) days later. At time of the arrest the patient was connected to a propaq bedside monitor. The monitor is normally positioned on the bedside table, however, since the patient was sitting in a chair on the far side of the bed, the monitor had been lifted from the table to rest on the bed matress so that the monitor would be closer to the chair. The monitor was connected to a central station via a wall outlet located behind the bedside table. The incident was investigated because it was reported that the monitor did not alarm in the room or at the central station at the time of the arrestdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, mechanical tests performed. Results of evaluation: alarm failure, cable. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided, other. Invalid data - on device destroyed/disposed of status.